Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/26/24. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported their lowest bg reached 14 mg/dl. The user used backup therapies such as drinking juice, eating candy, glucose tabs, nasal spray, and a gvoke glucagon injection to correct the low bg. The user was unable to eat or drink on their own, so the user's significant other had to assist feeding them. Immediate health effects included confusion and a headache.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The hypoglycemia occurred following a period of hyperglycemia that appears to be from an unannounced meal. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to announce a meal, resulting in increased correction insulin being delivered in response to elevated cgm glucose levels and increasing the risk of hypoglycemia.